Event description:
A surgeon reported he is seeing "more and more" glistenings following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Additional info has been requested. (B)(4).